Manufacturer narrative:
The overall condition of the unit indicated that aggressive use was the most likely cause of the reported event.

Event description:
It was reported after device use that charring to the patient occured at the coagulation site.